Manufacturer narrative:
Correction: section d d4: unique identifier(UDI )# add as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: device history record (DHR )reviewed results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated,and there were no nonconformities identified. Returned sample(s)/device inspected results: the returned implant was visually inspected and verified to be an inclusive tapered implant 3.7 x 13mm implant using the radiographic template. No defect or non-conformity was observed. Investigationresults: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaintis inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The doctor reported that the implant failed to osseointegrate. This was observed when the doctor was trying to remove the healing cap. However, no adverse events were reported and the patient is stated to be doing fine. Also, no abnormalities were reported with the implant itself. The DHR was reviewed based on the lot number provided and no discrepancies were noted in any of the processes involved in the manufacture of the implant . The device is under investigation and more results will be available after completion of the investigation in a follow up report. Failure to osseointegrate is a well known inherent risk of the implant procedure.

Event description:
The dentist reported that the implant did not integrate and the patient was in severe pain for a long time. An update was received on 1/31/2017 : the patient received an implant at tooth#10 on (B)(6) 2016 and came back to the doctor on (B)(6) 2016. The patient complained of pain. When the doctor attempted to remove the healing cap, it was noted that the implant failed to osseointegrate and came out. The patient is stated to have type 3 bone and no preexisting conditions. No adverse events were reported and the patient is stated to be doing fine. No abnormalities were observed with the product itself. The patient received a graft to help him get ready for another attempt at implant placement which is planned in three months.